Event description:
Customer reported two false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document one of the false negative results. See case-(B)(4) for alternate false negative result. Customer received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 24476i, reader sn (B)(4)). Customer tested positive with an four rapid antigen tests (binaxnow and other unspecified brands) since (B)(6) 2022. Customer experienced mild cold symptoms and had potential exposure at a wedding the previous weekend.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.